Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the moderately tortuous and moderately calcified below knee artery. A 2mm x 40mm x 145cm coyote es was advanced for dilation. During insertion, a kink was noted. Upon third inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.